Manufacturer narrative:
The insulin pump passed the prime, excessive no delivery alarm and displacement tests. No excessive no delivery alarm was noted. No unexpected shutting off was noted. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. Customer does not remember her blood glucose level at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. Customer was using humalog and stated that she wanted another insulin pump. Customer stated that she was lying on her back with the pump. Customer was advised that the pump will be replaced but she may get no delivery alarms after receiving a replacement. No additional information provided.